Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that son's insulin pump had frozen screen. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was frozen. The customer was advised to check battery and clear the insulin pump. The customer was advised to call back if the problem persists. The insulin pump will not be returned for analysis.